Event description:
The lead was returned to the manufacturer after being explanted and replaced due to a system upgrade. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis revealed that the inner insulation of the lead became breached due to a rupture while in vivo. It was also noted that the outer insulation of the lead developed a cosmetic depression while in vivo, and both, the inner insulation and outer insulation of the lead was observed to have blood ingression. Additional analysis comments stated that there was a lot of dried blood along lead length and the visual analysis found both distal and proximal segments insulation ends breached in-vivo/ depression/ ruptured.(B)(4).